Manufacturer narrative:
The reported issue (it was reported that the user¿s catheter fell out. Another one was replaced) was confirmed, as cause unknown. In the visual evaluation no defects along the catheter were found. During functional evaluation the balloon was inflated 15cc of air using a syringe and it was deflated. After that the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe and it deflated due to a balloon pin-hole. The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body. The device was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient's body. The device was replaced.